Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 120 mg/dl. A pump replacement was sent to resolve the issue.